Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: m450001b018, serial/lot #: (B)(4).

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the thermal therapy system connected to the wrong folder of the non-medtronic scanner. It was noted that there was an insufficient work around, however the thermal therapy system was functioning as intended. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. 2021-feb-19 (B)(4) (rep): additional information was received. It was reported that the reported issue recurred three times. It was noted that each occurrence resulted in waiting for +3 pairs of images in the visualase data transfer (vdt) before attempting to connect. Manually entering the path restored functionality.